Event description:
Customer reported experiencing intermittent occlusion alarms with their tandem mobi pump despite no issues with the infusion sets or insertion sites. There was no adverse impact to the customer¿s blood glucose level. No additional information was provided.